Manufacturer narrative:
(B)(4). Approximate age of device - 16 days. The patient remains on lvad support. Additional information has been requested but has not been received. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported by the vad coordinator that the lvad system produced elevated flow and power readings, and that the patient was complaining of nausea. The patient¿s lactate dehydrogenase was in the 300s u/l. It was reported that this ldh was unchanged. The patient¿s inr had been therapeutic with the exception of an inr of 1.65 on (B)(6) 2016. Heparin was initiated for the subtherapeutic inr. The patient was asymptomatic, and it was reported that laboratory values remained within normal limits. No additional information was provided.

Manufacturer narrative:
The submitted system controller log file captured intermittent pump power and estimated flow elevations with values ranging from 4.1 watts to 10.8 watts and 3.3 lpm to 12.0 lpm, respectively. Specific causes for the elevations in pump power and estimated flow could not be determined. The patient remains ongoing on vad support with no further reported issues. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.